Event description:
A hospital in (B)(6) reported that one opt544 optiflow nasal cannula had a deformed nostril connection and another opt544 had a nostril connection that was too short. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint opt544 nasal cannulas were returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that one of the nasal prongs on the first complaint opt544 device was found to be deformed, and one of the prongs on the second complaint opt544 device was found to be too short. A lot check revealed no other complaint of this type for lot number 120613. Conclusion: the opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is to be discarded. It is possible that the operator failed to identify the reported faults during production.